Manufacturer narrative:
Patient identifier were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and implanted date are unknown. Explanted date is not applicable since the product was not removed. Lot information unknown. If additional information becomes available a supplementary report will be submitted. (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, product fracture was observed.